Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the suction channel buckled, the ccd signal wire exposed shield braid wires, the control body corroded, the body cover grip leak, the ethylene oxide gas valve (eog) loose, and the segment worn out. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of angulaition stuck, the possibility of angulaition stuck occurred in the human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.